Event description:
According to the information received on (B)(6) 2021, a patient was injected on (B)(6) 2021 with a teosyal rha 3 product to the top and bottom lips, and with a teosyal rha 4 product to the bilateral medial cheeks, marionettes lines and chin. In addition, the patient was injected with a dermal filler from another manufacturer to the lateral cheeks. On (B)(6) 2021, during the follow up visit, the patient was reported to be fine. On (B)(6) 2021, the patient experienced allergy type symptoms including severe facial swelling of her entire face and eyes, as well as scratchy throat. The patient went to the emergency room where she received setroid injection and methylprednisone, and was sent back home. On (B)(6) 2021, the patient was seen by the injector who noted mild facial oedema and could palpate some small nodules on the patient's right cheek bone and in her marionette lines. The nodules were reported as non-tender and not red. The patient was instructed to finish her steroid treatment, and once she finished it someday in (B)(6) 2021, the swelling came back on the following day. As corrective treatments, the patient took an antihistamine and iced the areas, which helped the swelling minimally. At the time of the filling of this report, the outcome of the event of hypersensitivity was ongoing and the outcome for the event of nodules was unknown. Final : despite several attempts, no further information could be obtained regarding the events outcome.

Event description:
According to the information received on 04-oct-2021, a patient was injected on (B)(6) 2021 with a teosyal rha 3 product to the top and bottom lips, and with a teosyal rha 4 product to the bilateral medial cheeks, marionettes lines and chin. Both batch numbers were unknown. In addition, the patient was injected with a dermal filler from another manufacturer to the lateral cheeks. On (B)(6) 2021, during the follow up visit, the patient was reported to be fine. On (B)(6) 2021, the patient experienced allergy type symptoms including severe facial swelling of her entire face and eyes, as well as scratchy throat. The patient went to the emergency room where she received steroid injection and methylprednisone, and was sent back home. On (B)(6) 2021, the patient was seen by the injector who noted mild facial oedema and could palpate some small nodules on the patient's right cheek bone and in her marionette lines. The nodules were reported as non-tender and not red. The patient was instructed to finish her steroid treatment, and once she finished it someday in (B)(6) 2021, the swelling came back on the following day. As corrective treatments, the patient took an antihistamine and iced the areas, which helped the swelling minimally. At the time of the filling of this report, the outcome of the event of hypersensitivity was ongoing and the outcome for the event of nodules was unknown.